Manufacturer narrative:
G4: 27oct2020. B4: 09nov2020. The field service engineer replaced the daq pcba (data acquisition printed circuit board assembly) and the reported problem was resolved. A daq (data acquisition) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no failures were found with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22oct2020. B4: 28oct2020. The fse (field service engineer) evaluated the device and found that one of the pins on the daq (data acquisition board, printed circuit board assembly) and solenoid were not aligned properly. The fse removed the daq and re-seated all the solenoid pins to the da pcb connector properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported a check ventilator alarm related to a pressure transducer failure and a machine pressure sensor range error. The device was in clinical use, but there was no patient harm reported.